Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during a rotator cuff repair surgery on (B)(6) 2022, it was observed that the fms vue ii fluid management and tissue debridement system device was not keeping accurate pressure. According to the report, the pressure display was jumping from high to low, and there was loud clicking of the inflow wheel. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.